Manufacturer narrative:
Unit upload properly using carelink pro. Carelink pro properly listed the time/date and all test data. No time/date anomaly or history anomaly noted on carelink pro. Unit was programmed and monitored for 1 day with no signal too low alarm or unexpected restart alarm noted. No failed battery test alarm or battery out limit alarm noted. Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. No off no power anomaly or motor error alarm noted. Unit was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test or test the finish loading alarm due to prime/fill anomaly. Motor passed motor test. Unit had a scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had unexpected restart alarm and motor error alarm. The blood glucose at the time of the incident was 58 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.